Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, an in-house testing was performed with the in-house contour® next one meter with serial (B)(6) and in-house contour® next test strips from lot # 4epeg31a, using blood spiked with glucose at 3.8 mmol/l, as determined by ysi instrument in five replicates. All tests recovered within the fit-for-use limits. The initial reporter (e1) contact details were not provided. Unknown was captured in section a1, and no information was captured in section a4, as the patient's weight was not provided. The contour® next test strips with sku # 9774 and lot # 4epeg31a has the 510k# of k210687 and (B)(4). The device was distributed outside the us, therefore, no gudid information exists.

Event description:
A healthcare professional (hcp) from china reported that while performing blood glucose tests on one of their patients with the contour® next one meter, they obtained blood glucose readings of 0.7 mmol/l with one vial of test strips and 8.0 mmol/l with another vial of test strips. There was no allegation of an adverse event. The hcp discarded the test strips associated with the event, therefore, the device is not expected to be returned for evaluation.